Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that patient's hallucinations were not related to the pump. The pump was working well and no changes were made to medication dosage. No further complications have been reported as a result of this event.***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen an unknown dose age concentration via an implantable infusion pump. The indication for use was intractable spasticity and movement disorders. It was reported that after the patient's refills he had been suddenly experiencing hallucinations. The caller reported that at the time the patient had been suffering for the last 10 hours and she had given him oral baclofen but it was not a high enough dose to control the patient. The emergency room (ER) was contacted but the caller was told not to come because they were not familiar with the pump and couldn't the patient. Th caller stated that she would like the pump interrogated to confirm that it was not malfunctioning. The caller was recommended to have the ER contact a device manufacturer representative to assist with interrogating the pump. No further complications have been reported as a result of this event.